Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6) north america. In compliance with the following section of the regulations, event information is being forwarded to the FDA accordingly: a peritoneal dialysis (pd) patient spouse, (B)(6), contacted fresenius customer service and reported that the patient requires a replacement heating pad as the current unit has burned out. No adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).